Event description:
The hcp reported that the pt presented with back pain and fever and an infection was suspected. The pump contents were aspirated and sent for cultures; all studies were negative. A catheter dye study was performed, but it was inconclusive due to other hardware issues (rods) the patient has implanted. The pt is no longer febrile but still has back pain. The pt's course is complicated by adult respiratory distress syndrome, but he is recovering from that. The pt was receiving lioresal unknown concentration and dosage. The hcp reported that it is unlikely that the ards was due to device or drug, but he couldn't totally rule it out, either. At this point, they feel the device is working as it should and are looking to possibly add a pain medication to the device.